Event description:
It was reported the patient¿s system was implanted in (B)(6) 2014 to treat neuropathy. Before being implanted the patient had a successful trial but since being implanted they have had a lack of optimal effect and have had some problems with the stimulator. The patient stated they continue to go back in to their health care provider¿s (hcp) office for reprogramming but is getting anxious. After the implant an x-ray was taken and it showed that one lead had migrated down a ¿little bit¿ but was told it was still in the same parameters and was ¿fine¿. The patient was continuing to take oral medications because they were in pain day and night.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 9 7754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).